Manufacturer narrative:
Additional PMA/510(k): #p050017 s003. There were no ziv6-35-80-10-80 devices of lot number c618202 in stock at the time of the complaint investigation. The device related to this complaint was not available for eval as it was implanted in the pt. Images were requested but were no provided, therefore it is not possible to confirm this complaint or determine the root cause of this issue. With the info provided a document based investigation was carried out. The complaint info provided indicated that a zilver stent was placed in pt on (B)(6) 2012. Isr (in-stent restenosis) due to thrombosis was confirmed on (B)(6) 2012 and removal of the thrombosis was conducted on the same day. The condition of zilver was observed through ivus, which confirmed that the side part of proximal end was squashed/deformed. The deformed part was dilated with a balloon and additional stents were placed. Confirmatory angiography confirmed the isr was improved. The component involved in this complaint is (B)(4) (stent with gold rivets) of lot#ch608913 and lot#ch608914. A review of the mfg records for these lot numbers revealed no discrepancies related to this complaint issue. Prior to distribution all zilver 635 vascular self-expanding stent systems are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for lot number c618202 revealed no discrepancies related to this complaint issue. According to instruction for use that accompanies this device, ifu0043-7, "the zilver vascular stent is a self-expanding stent made of nitinol. It is a flexible, slotted tube that is designed to provide support while maintaining flexibility in the vessel upon deployment. Post-deployment, the stent is designed to impart an outward radial force upon the inner lumen of the vessel, establishing patency in the stented region." Embolism is a known potential adverse effect referenced in ifu0043-7. As per ifu0043-7, section 'potential adverse events' advises user as follows: "potential adverse events that may occur include, but are not limited to, the following: embolism..." As per ifu0043-7, the user is also advised that post implant "appropriate antiplatelet/anticoagulant therapy should be administered post procedure". It has not been confirmed if antiplatelet/anticoagulant therapy was administered to the pt involved in this incident. It can be noted that this complaint is the only complaint received to date in relation to stent deformation that resulted in thrombosis. There have been no known adverse effects to the pt as a result of this occurrence. The 2 yr complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: a zilver615 was placed in the area from left eia to cia. The proximal end of it ran off into aortic bifurcation a little from cia. The procedure was conducted under local anesthesia. Access route is unk. On (B)(6) (date unk): the pt felt some subjective symptoms and visited the hosp. On (B)(6) 2012: isr due to thrombosis in left cia and eia was confirmed and removal of the thrombosis was conducted on the same day. The condition of zilver was observed through ivus, which confirmed that the side part of proximal end of it got squashed/deformed. The deformed part was dilated with a balloon and a stent (luminexx 10mm 100mm) was placed in it. Another stent (luminexx 10mm 60mm) was also placed in contralateral side (right cia) with the proximal ends of the two stents ("luminexx 10mm 100mm" and "luminexx 10mm 60mm") kissing each other. Confirmatory angiography confirmed the isr was improved. All the devices manipulated in this intervention was used as labeled. No info provided.